Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected lower range, the right ventricular lead integrity alert was triggered, and oversensing due to non-physiologic signals/sic (sensing integrity counter) was detected. The analyst noted that on (B)(4) 2014, the minimum rv pacing lead impedance measured 19 ohms down from the trend of 340-380 ohms. On 2014-10-24, the ventricular sensing integrity counts were 25, and ventricular tachycardia (vt) non-sustained episodes with evidence of lead noise oversensing were detected. The rv lead integrity warning occurred on (B)(4) 2014 for sensing integrity counter greater than 30 in 3 days and rv lead impedance variation in the last 60 days.

Event description:
It was reported that the lead integrity alert (lia) was triggered for the right ventricular (rv) lead due to low pacing impedance, high short interval counts (sic), and non-sustained ventricular tachycardia episodes of oversensing noise. The pace/sense portion of the lead was reprogrammed and a new pace/sense lead was implanted successfully. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.